Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 440 mg/dl. The customer did not feel well as a result of the hyperglycemia. No troubleshooting occurred since the event happened in the past. The customer resolved the event by disconnecting the infusion set and reservoir and reconnecting them. The customer then resumed insulin pump therapy as normal. No products were returned for analysis and a replacement infusion set and reservoir were shipped to the customer.